Manufacturer narrative:
The reported event involved a cobas e 801 analyzer with serial number (B)(6). The investigation determined that both the analyzer and the hiv duo elecsys e2g 300 v2 assay were performing within specifications. Calibration and quality control data were reviewed and found to be within acceptable ranges. No general instrument or reagent issues were identified. The root cause of the discrepant results could not be definitively determined. However, the investigation suggested that the most likely cause was an unknown pre-analytical handling issue, such as sample quality concerns or improper sample preparation. The sample's storage history was not available, which limited the investigation. The customer was advised to follow proper sample handling procedures as outlined in the assay's method sheet.

Event description:
The initial reporter alleged discrepant results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The original result, generated on (B)(6) 2021 using an e602 analyzer, was 1.38 coi (reactive). On (B)(6) 2021, the sample was retested on two separate cobas e 801 analyzers. The first repeat result was 0.538 coi (non-reactive), and the second repeat result was 0.500 coi (non-reactive).